Event description:
Customer states, a patient reportedly received result of "hi" (> 600 mg/dl) on the inform system and 206 mg/dl on a lab value within 10 minutes. Four hours later, the same patient received result of "hi" on the inform system and 34 mg/dl on a lab value within 10 minutes. No actions taken based on device results. Quality control information was not provided. No adverse event reported. The suspect test strips were not returned to the manufacturer for evaluation. Replacement product was shipped.